Manufacturer narrative:
Silvestre, a., lopez, r., almeida, f., renovell, p., arguelles, f., & vaamonde, o. (2013). Extensor mechanism complications after patellar resurfacing in knee replacement ¿ can they justify non-patellar resurfacing? Arthroplasty - update. Doi:10.5772/53382. The product was not available for return. Root cause could not be determined, conditions are addressed in the package insert. Part and lot identification necessary for review of device history records and complaint history was not provided. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "extensor mechanism complications after patellar resurfacing in knee replacement - can they justify non-patellar resurfacing?" Nineteen (19) patients had positive aspiration cultures. The most frequent microorganisms identified were staphylococcus spp, (B)(6), streptococcus spp and pseudomonas aeruginosa. There has been no further information provided and the patients' outcomes are unknown.